Manufacturer narrative:
Provider evaluated unit in the field. Nothing was broken. Knocked a shroud off and motor out of gear. But they fixed it and the unit is working properly.

Event description:
Provider alleges consumer alleges he was back on the dirt road on the mountain behind his house when he allegedly flipped over his unit and it allegedly landed on top of him.

Manufacturer narrative:
Provider evaluated unit in the field. Nothing was broken. Knocked a shroud off and motor out of gear. But they fixed it and the unit is working properly.

Event description:
Provider alleges consumer alleges he was back on the dirt road on the mountain behind his house when he allegedly flipped over his unit and it allegedly landed on top of him.

Event description:
Provider alleges consumer alleges he was back on the dirt road on the mountain behind his house when he allegedly flipped over his unit and it allegedly landed on top of him.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.